Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer disconnected infusion set from the cartridge, delivered 5-6 units during the load fill tubing process, and did not observe any drops of insulin exiting from the end of the cartridge tubing. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 144-389 mg/dl.